Manufacturer narrative:
Product event summary: analysis was unable to replicate the reported issue; however testing confirmed that there was damage to the analyzer. The analyzer failed to initialize on the test console and there was damage to the patient connector.

Event description:
It was reported that the analyzer stopped during a case, and there was a message indicating there was a loss of communication with the analyzer. The analyzer bay was checked after the case and did not appear to be loose. The analyzer has been returned for service. No patient complications have been reported as a result of this event.